Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2012. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal bloating, abdominal pain, excessive hair loss, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In an effort to determine the cause of plaintiffs pain, she had an x-ray taken on or around (B)(6) 2015. Her treating physician then informed that one of her essure coils was not in the proper position. On or around (B)(6) 2015, she underwent a hysterectomy to have the essure coils removed. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 28-jun-2016 quality-safety evaluation of ptc: ptc global number (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Correction on 28-jun-2016: after a company internal review, the following statement was included to quality-safety evaluation of ptc: no specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that one of her essure coils was not in the proper position. A hysterectomy to have the essure coils removed was performed. This event, seen as device dislocation, is serious and listed according to the reference safety information for essure. In this case, plaintiff was advised that her coils were properly placed shortly after essure insertion. The reported event was diagnosed about 3 years and 2 months after essure insertion, however the exact date and mechanism of device dislocation were not known. Considering its nature, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils was not in the proper position') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 3 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), back pain ("lower back pain"), coccydynia ("tailbone pain"), neck pain ("neck pain") and pain ("whole body hurts"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic discomfort, menorrhagia, abdominal distension, alopecia, fatigue, back pain, coccydynia, neck pain and pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, coccydynia, device dislocation, fatigue, menorrhagia, neck pain, pain and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: back pain, coccydynia, neck pain, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her essure coils was not in the proper position') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 3 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), back pain ("lower back pain"), coccydynia ("tailbone pain"), neck pain ("neck pain") and pain ("whole body hurts"). The patient was treated with surgery. Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, pelvic discomfort, menorrhagia, abdominal distension, alopecia, fatigue, back pain, coccydynia, neck pain and pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, coccydynia, device dislocation, fatigue, menorrhagia, neck pain, pain and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: back pain, coccydynia, neck pain, pain. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: event: lower back, tailbone pain and neck pain were added. Reporter information was added. On (B)(6)2020: social media received: event whole body hurts was added. Fu 3 & 4 were processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs